Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Please cancel mfg report number 2249723-2025-0005421 in your database.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) device is showing a safety disk replacement is due message. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.